Event description:
Physician was attempting to place a central venous line and during the attempt, the introducer needle used to target the vein, snapped, leaving all but the hub under the pt's skin. Approximately 2.5 inches of needle remained under the pt's skin.